Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced nine infusion set leakage from tubing on 12-sep-2023. The infusion set was in use for 1 to 3 days. The blood glucose level was 300 mg/dl at the time of event and patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial MDR 1877202 - device 5 of 9. E1: patient city: (B)(6).